Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor sn (B)(4): 6/16/2014, electrode belt sn (B)(4):10/24/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was in a rehab facility at the time of the event. The device initially detected asystole at 5:36:19 am on (B)(6) 2016. Battery runtime expired flags were recorded from 5:36:48 am to 5:50:47 am. The response buttons were pressed from 5:51:35 am to 5:51:44 am. CPR artifact is detected from 5:36:48 to 5:51:44. The ECG recordings show that the patient was in ventricular fibrillation (vf) while the response buttons were being pressed and motion artifact. Battery runtime expired flags were recorded from 5:54:47 to 7:00:47. The patient reportedly passed away around 6 am on (B)(6) 2016. The patient was in a treatable rhythm, vf during the event, however the device did not treat her because the response buttons were being pressed. The response buttons functioned appropriately and it is unknown who was pressing them as the patient was reported to be unconscious. The recorded motion artifact also led to the patient not being treated by the lifevest as the device was unable to properly detect the arrhythmia due to the artifact. The equipment was returned and evaluated and was found to be fully functional.